Event description:
Related manufacturer reference number: 2017865-2022-08432. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information was reported.

Manufacturer narrative:
The pacemaker was returned due to patient death. The pacemaker was returned above normal elective replacement indicator(eri) for analysis. Electrical, thermal, mechanical, and longevity assessments were normal with no anomalies found.